Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there were no issues found. The field service engineer adjusted latch to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer 2.1 was failed and not opening. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.